Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or (B)(6) 2004 after the use of the product.

Manufacturer narrative:
These reported events are on the same patient involving two separate products and associated with MDR # 1225714-2013-00792.